Event description:
"At approximately 0800, noticed that the medication, versed, was dripping too fast inside the drip chamber. Upon closer inspection, discovered that the medication was leaking from the pump segment of the tubing (segment immediately above the safety clamp, where it's fed into the pump)." Alaris pump infusion set bd model number: 2426-0007 lot or batch number: (10)23119283 expiration date: 11/23/26.